Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the back bilateral bra roll below the bra line, at bra line and above bra line using a cooladvantage, coolcurve+ applicator, on (B)(6) 2018 to the bilateral medial inner thighs using a cooladvantage, coolfit applicator and on (B)(6) 2018 to the lower abdomen using a cooladvantage+, coolcore applicator. The patient developed paradoxical hyperplasia (pah/ph) in the treated areas 4-5 months after treatment, diagnosed on (B)(6) 2018. Tissue described as extra fat in the treated areas with visible enlargement. Enlargement was also reported in the superior flank but was not considered confirmed pah as it was not a reported treated area.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the back bilateral bra roll below the bra line, at bra line and above bra line using a cooladvantage, coolcurve+ applicator, on (B)(6) 2018 to the bilateral medial inner thighs using a cooladvantage, coolfit applicator and on (B)(6) 2018 to the lower abdomen using a cooladvantage+, coolcore applicator. The patient developed paradoxical hyperplasia (pah/ph) in the treated areas 4-5 months after treatment, diagnosed on (B)(6) 2018. Tissue described as extra fat in the treated areas with visible enlargement. Enlargement was also reported in the superior flank but was not considered confirmed pah as it was not a reported treated area.